Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2021, a 10mm amplatzer septal occluder was selected for implant in the patient. When advancing the left disc of the amplatzer septal occluder out of the delivery sheath into the left atrium, the device deformed into a cobra head shape. The device was recaptured and removed from the patient prior to release from the delivery cable. An 11mm amplatzer septal occluder was then selected and successfully implanted in the patient. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay.

Manufacturer narrative:
The reported event of device deformity could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined.